Event description:
The biomedical engineer (bme) reported that he received a report from staff that the central nurse's station (cns) was prompting the error messages he provided. The cns was currently prompting signal loss and "hdd port 1 error. He stated that he was unable to get any information to display on the cns that was monitoring the patient. Nihon kohden technical support (tech support) was attempting to check the status of the drives via the intel matrix storage console, once they confirmed the port 1 error. Tech support informed him that in accordance with the service manual the drives required replacement. The customer responded back on 07/06 that the signal loss and hdd port 1 error affected multiple patients and had issues with displaying patient data. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that he received a report from staff that the central nurse's station (cns) was prompting the error messages he provided. The cns was currently prompting signal loss and "hdd port 1 error. He stated that he was unable to get any information to display on the cns that was monitoring the patient. Nihon kohden technical support (tech support) was attempting to check the status of the drives via the intel matrix storage console, once they confirmed the port 1 error. Tech support informed him that in accordance with the service manual the drives required replacement. The customer responded back on 07/06 that the signal loss and hdd port 1 error affected multiple patients and had issues with displaying patient data. No patient harm was reported. Service requested / performed: the customer requested that the unit be repaired. On 08/11/2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. On 08/31/2021, nka rc found that both the hard drives were found to be degraded. Rc replaced both hard drives, #6104900860, which resolved the issue. The unit was tested per the operator's / service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 09/02/2021. No issues have been reported since. Investigation conclusion: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for four years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium." Attempt #1 06/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/06/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details but did not provide any patient information or additional device information. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 06/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/06/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details but did not provide any patient information or additional device information.

Manufacturer narrative:
The biomedical engineer (bme) reported that he received a report from staff that the central nurse's station (cns) was prompting the error messages he provided. The cns was currently prompting signal loss and "hdd port 1 error. He stated that he was unable to get any information to display on the cns that was monitoring the patient. Nihon kohden technical support (tech support) was attempting to check the status of the drives via the intel matrix storage console, once they confirmed the port 1 error. Tech support informed him that in accordance with the service manual the drives required replacement. The customer responded back on (B)(6) that the signal loss and hdd port 1 error affected multiple patients and had issues with displaying patient data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details but did not provide any patient information or additional device information. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details but did not provide any patient information or additional device information.

Event description:
The biomedical engineer (bme) reported that he received a report from staff that the central nurse's station (cns) was prompting the error messages he provided. The cns was currently prompting signal loss and "hdd port 1 error. He stated that he was unable to get any information to display on the cns that was monitoring the patient. Nihon kohden technical support (tech support) was attempting to check the status of the drives via the intel matrix storage console, once they confirmed the port 1 error. Tech support informed him that in accordance with the service manual the drives required replacement. The customer responded back on 07/06 that the signal loss and hdd port 1 error affected multiple patients and had issues with displaying patient data. No patient harm was reported.